Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced an event of high blood glcuose level on (B)(6) 2024. Blood glucose level was 584 mg/dl at the time of the event. Patient first went to emergency room and later was hospitalized. Patient was then admitted to intensive care unit. Patient was treated with water potassium slow drip of insulin. No further information was available.